Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): device is not available for analysis.

Event description:
Per the clinic, the patient experienced a lack of osseointegration and subsequent fixture loss. The patient was reimplanted with another device on (B)(6) 2010, (date not specified) with the second stage of the procedure occurring on (B)(6) 2011.